Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Size 6 hi summit was implanted and sat up. Dr. (B)(6) attempted to remove the stem to rebroach, but the threaded extractor would not thread into the stem. After several failed attempts, we had to use a vice grip and slap hammer to remove the stem. The neck of the implant was slightly damaged from this, so we had to open a new implant. Was surgery delayed due to the reported event? --> yes. If yes, number of minutes: --> 10. Action taken when event occurred? --> opened new implant and extracted old one with vice grip. Was procedure successfully completed? --> yes. Were fragments generated? --> no. If yes, were they removed easily without additional intervention? --> unknown. Patient status/ outcome / consequences --> no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. Is the patient part of a clinical study --> unknown. (B)(6). Device property of -->none. Device in possession of -->none. (B)(6). Device property of -->hospital. Device in possession of -->none. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.